Event description:
Caller reported that the pump displayed a reset screen unexpectedly, with the pump screen going blank and the led not blinking. There was no adverse impact to the customer's blood glucose level. Technical support informed the caller that the pump reset is a built-in safety feature. They educated the caller on the need to restart cgm sessions manually and reload the cartridge whenever the pump resets. The caller acknowledged and understood the explanation, planning to add more insulin and call back if any issues arose.